Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a pump error alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for pump error and insulin pump alarm again. Customer reports that they were able to clear the alarm and not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms were noted. Motor was tested outside device, and it passed.